Event description:
It was reported the pump display was not working and the customer could not interact with the device. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.